Event description:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: the customer's complaint was not resolved at the time they contacted nka. The customer was instructed to contact nihon koden after additional troubleshooting. The customer failed to contact nihon kohden. Nihon kohden attempted to contact the customer but the customer did not respond.

Manufacturer narrative:
We contacted the customer to troubleshoot and try to evaluated the unit, but they told us they would call back. We called two times after that but no response received from the customer.